Event description:
It was reported that patient had a hematoma after the trial procedure prior to discharge. The physician removed the hematoma and patient was doing well postoperatively. No further information has been obtained despite good faith efforts.